Manufacturer narrative:
An event of aortic and mitral valve insufficiency was reported. Gross morphological and histopathological examination revealed tears on all three cusps. Fibrous thickening was observed on the free edge of cusp 3. Fibrous pannus ingrowth, thinning and a loss of collagen fibers was also observed on the inflow surfaces of cusp 1 and 3. No acute inflammation or significant calcifications were observed. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a patient was implanted with a 21 mm biocor valve (aortic position) and a 27 mm biocor valve (mitral position). On (B)(6) 2017, the patient was found to have both aortic and mitral valve insufficiency. Both valves were explanted and both valves were noted to have cusp tears. A 19 mm epic valve (aortic position) and a 25 mm epic valve (mitral position) were implanted. The patient is reported to be stable.